Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a nanoscope knee procedure, metal debris was caused inside the cannula. The surgeon was not able to retrieve everything out of the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The device was subjected to functional testing. Live video was produced. However, both of the obturators exhibit scoring marks as evidenced by the results of the visual inspection and the attached photos. 3d x-ray imaging revealed that a small piece of the cannula was also missing. The reported event of "during a nanoscopic knee procedure metal debris was caused inside the cannula" is therefore confirmed. This evaluation determined that the root cause was use error. This evaluation determined that the reported event occurred due to use error.